Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal failed to load. The procedure was completed with a new device and there was no patient effect.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7 h2, h3, h6, h10. Analysis of production (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2 020 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) ) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device : (10/13/ 22) enter investigation findings the device was returned for evaluation on 01/24/2022. An investigation was conducted on 02/01/2022. Photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed. The seal was observed in the loading device window. The aortic cutter was observed to be deployed. The delivery device was not visible in the photographs. A visual inspection of the device was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger not depressed and the blue slide lock not engaged. The seal was observed in the loading device window. Blood was observed on the loading device as well as on the delivery device which indicates an attempt was made to introduce the device into the aorta. The delivery device was removed from the loading device with the seal and tension spring assembly remaining inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties. Blood was observed on the delivery device. The seal and tension spring assembly was observed to be intact, no visual defects were observed. No measurements of the delivery device were taken due to the presence of blood. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed.